Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the power module not being able to run on battery power was not confirmed. The heartmate power module (serial number (B)(6) was returned and evaluated at the service depot. During the evaluation, the power module was received without the internal backup battery and battery clip. A test battery and clip were added to the unit and the unit was connected to a mock loop. The power cable was unplugged from the power outlet and the power module continued to run as it switched over to battery power. The reported issue could not be reproduced during testing. The heartmate power module service process was performed, and the unit passed all steps without issue. The power module will return to the customer and will be ready for patient use. Multiple attempts were made to obtain additional information about the reported event such as why the unit was running on battery power, if there was any patient involved, and if there were any alarms associated with the event; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate power module instructions for use (IFU) (section 4.0 ¿power module backup power¿) explains that the power module has an internal backup battery, which will provide approximately 30 minutes of backup power during ac power interruption. It is also noted that in the event of an ac power interruption, the patient should disconnect from the power module and transfer to 14v battery power. The heartmate power module IFU (section 5.0 ¿power module alarm conditions¿) explains all power module related alarms and the appropriate actions to address them. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate power module (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There is no patient involvement; therefore, patient information is not pertinent to the investigation. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the unit will not run on battery power.